Event description:
The affiliate reported: patient returned to theatre for icp monitor to be changed (le3382), as the icp was ranging in measurement overnight. New icp monitor (le10302) and micro sensor were used. The sensor was zeroed correctly, sutured and closed. The icp ranged from 10 ? 22 mmgh. Surgeon was concerned about the range of the icp reading and changed over to another icp (le3751) and new micro sensor. The sensor zeroed, the icp reading initially fluctuated then read -99. Due to this the surgeon was still concerned and placed in an evd. (During use on patient)

Manufacturer narrative:
(B)(4). For the third microsensor (p/n 82-6631) reported, the device was not returned to codman, and the serial and/or lot numbers were not provided; therefore the evaluation could not be performed. Complaint is considered closed at this time. If the complaint samples become available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.